Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically compressed and the distal lv (low voltage) electrode of the lead was covered in blood. It was noted the lead was returned with dried blood on the helix and the helix compressed within the sleevehead. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, after multiple re-positions, the helix of the right ventricular (rv) lead would no longer extend. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.